Event description:
It was reported that the lead impedance decreased as it aged. The physician will replace the lead at the next device replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Automatic lead diagnostics show 158,797 ventricular short circuit/low impedance paces. Ventricular lead warning occurred on (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead triggered for low impedance. The physician decided the lead would remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.